Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. During testing of the returned catheter the device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation into the failed leak tests revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress. The cause of the detached pi tubing was determined to be insufficient adhesive application based on the information provided and the investigation performed the cause of the observed event was determined to be related to manufacturing. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis confirming a fluid lumen detachment at the catheter tip.